Manufacturer narrative:
Date of event is estimated. Patient weight unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing painful electric jolt sensations, excruciating cold pain in her feet, and nerve damage. In turn, surgical intervention took place on (B)(6) 2024 wherein the system was explanted. Exacted explant date is unknown.